Event description:
Information received indicates, the head section goes up continuously.

Manufacturer narrative:
The technician found the switch on the patient pendant was stuck. The technician replaced the pendant to repair the bed.